Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with an ez steer¿ nav bi-directional electrophysiology catheter and suffered a heart block av requiring temporary pacing. During ablation, a heart block was confirmed via a dissociated heart rhythm. Temporary pacing was initiated. Patient remained stable throughout the procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.